Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results with the bd max extended enteric bacterial panel (xebp, ref 443812) lot 1028406 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Customer provided data allowing to identify that lot 1005835 of bd max¿ enteric bacterial panel (ebp, ref. 442963) was used with the bd max extended enteric bacterial panel. Review of the manufacturing records of both kit bd max extended enteric bacterial panel lot 1028406 and bd max¿ enteric bacterial panel lot 1005835 indicated that these lots were manufactured according to specifications and met performance requirements. Customer reported a patient sample being positive for etec when tested with the bd max¿ xebp assay, as well as shigella and stx positive, two targets detected with the bd max¿ ebp used in combination with bd max¿ xebp and stated being concerned about the validity of the result. The sample was recollected and retested positive only for shigella. Patient disclosed that when the initial sample was collected, diaper rash cream was used, and customer questioned whether this might have caused the results and could explain the ¿creamy¿ appearance of initial sample. Customer provided run #(B)(4) report and datafile for investigation. Run (B)(4) contains the first collected sample which came out positive for shigella, stx and etec targets. The patient sample was recollected and came only positive for shigella, however those data were not available for analysis. Manual pcr curve adjudication was conducted across data from run (B)(4). Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Pcr curves analysis revealed an increase in fluorescence compatible with target detection for all 3 targets. Comparison analysis of the starting and ending point of the fluorescence increase indicate that shigella had the highest load, followed by stx and etec. Detection of all three targets in this run appear to be true amplifications which, in the case of stx and etec, could be explained by variation in target load from one sample to the other, since the repeat test from recollected sample tested positive only for the shigella target, or have been caused by sample contamination during preparation. No product issue is suspected. Bd max extended enteric bacterial panel and bd max¿ enteric bacterial panel package inserts indicate that diaper rash cream showed no reportable interference with both products. Beside being a possible contamination carrier in this specific case it is rejected as a potential contributor to stx and etec positive results. There is no indication of an increase in complaints for discrepant results for the bd max¿ extended enteric bacterial panel lot 1028406 and for the bd max enteric bacterial panel lot 1005835. The root cause was not identified but target load variation, contamination by customers during sample preparation or sample handling are suspected root causes. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that while using kit bd max ext enteric bacterial panel a false positive result was obtained by the laboratory personnel. The sample was recollected and the test was repeated to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer responded: the sample was recollected, and it came only positive for shigella. Patient disclosed that when the initial sample was collected, the diaper cream was used. Customer thinks that might have caused the questionable results. Issue is resolved. Customer reports an ebp xt patient sample being pos for shigella, shigatoxin, and etec. Customer is concern about the validity of the result. Customer also mentioned that the sample was "creamy".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit bd max ext enteric bacterial panel a false positive result was obtained by the laboratory personnel. The sample was recollected and the test was repeated to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer responded: the sample was recollected, and it came only positive for shigella. Patient disclosed that when the initial sample was collected, the diaper cream was used. Customer thinks that might have caused the questionable results. Issue is resolved. Customer reports an ebp xt patient sample being pos for shigella, shigatoxin, and etec. Customer is concern about the validity of the result. Customer also mentioned that the sample was "creamy."